Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2018-00543 it was reported during a permanent implant procedure on (B)(6) 2018, the patient would not remain still on the or table. It was noted the physician was able to successfully place 2 octrode leads into the epidural space while the patient was sedated, but the patient remained active. As such, the physician removed the needles, but left the leads in the epidural space and placed the introde catheters over the leads and tried to drive the leads. However, the patient was continually active. As a result, the physician removed all devices form the patient and abandoned the procedure. It was noted the patient had full sensation and motion of their lower extremities post-op, but the doctor ordered a MRI as a precaution. In addition, the physician referred the patient to be implanted by a neurosurgeon.